Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflator went black, beeped and had to be restarted. After restart, the device shut down again. The issue occurred during the middle of the therapeutic laparoscopic cystectomy. There was no delay and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device review, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report confirmed. During testing, the device experienced the black display, the beep, and the restart due to a faulty printed circuit board. This bad board was also causing an e03 error code to display. It was also noted during testing that the lcd segment had a low intensity due to a front panel failure. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe that the reported and newly discovered failures can like all be traced to damaged printed circuit boards. That said, they were not able to determine who these boards were damaged. Olympus will continue to monitor the field performance of this device.